Event description:
This case was initially received via regulatory authority FDA (reference number: mw5070230) on 19-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure inserted for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: required intervention was mentioned by reporter in the event outcome. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.